Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms one of the green cam arms is missing from the device. The missing cam arm was not returned with the device. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total knee arthroplasty, a genesis ii femoral implant impactor broke inside the patient. The broken pieces were removed via tweezers. Surgery was resumed, without any delay, using a smith & nephew back-up device. Patient was not injured as consequence of this problem.